Event description:
It was reported that during a surgical procedure, the compact speed reducer "was not working and the plug was stuck." The reporter stated that there was no delay in surgery. It is unknown if there was any patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device, and the reported condition could not be confirmed. The unit met all specifications, and no failures were observed during the assessment. Should additional information become available, a supplemental medwatch report will be sent accordingly.